Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair of stress urinary incontinence and cystoscopy due to stress urinary incontinence and urethral hypermobility. The patient underwent cystoscopy, laser lithotripsy of bladder stone, extraction of foreign body on (B)(6) 2007. On (B)(6) 2009, the patient underwent cystoscopy and bilateral retrograde pyelogram holmium laser lithotripsy of bladder calculus and foreign body in the bladder with removal of foreign body and stones from the bladder. The patient underwent cystoscopy, bilateral ureteropyelogram bladder biopsy, attempted extraction of foreign body of bladder on (B)(6) 2005. On (B)(6) 2005: cystoscopy, holmium laser treatment of foreign body and stone in the bladder, fulguration of bleeding. The patient underwent cystoscopy on (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
On (B)(6) 2012 and (B)(6) 2012 patient underwent a partial removal and mesh revision.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, bilateral retrograde and transurethral resection of bladder stones encrusted on mesh, and partial removal of mesh due to eroded mesh into the bladder on (B)(6) 2012.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent cystoscopy, cystolitholapaxy, bladder calculus with laser on (B)(6) 2011 due to bladder calculus and retained bladder. It was also reported that the patient underwent cystoscopy, holmium laser lithotripsy, bladder calculus, holmium laser removal of retained mesh and fulguration of bleeding on (B)(6) 2012 due to bladder calculus and retained mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, urinary tract infection, urgency, and incontinence.

Event description:
It was reported that the patient underwent a gynecological on (B)(6) 2003 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.